Event description:
It was reported that the ventricular sensing on the epg (external pulse generator) was found to be out of specification during preventive maintenance testing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However it was noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were missing, the ring cover was broken, the heart block was contaminated, three case screws were missing, the heart wire contacts were contaminated, the battery contacts were compressed, two side bails were missing, the ring was missing, the battery drawer was broken, the keyboard pad was contaminated and the display was missing pixel segments. (B)(4).